Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient with stage 1 dlk on the right eye. Patient was prescribed with predforte. No loss of best corrected visual acuity was reported.

Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Amo's clinical development manager talked with the physician who feels it is not related to the intralase system but states he is unsure what the cause is. No changes have been made and no new drop regimen. Cdm discussed cleaning regimen with technicians from the site and recommended changing gloves after cleaning instruments and before grabbing sterile instruments. Also recommended changing water between patients when cleaning instruments. Cdm also discussed with the manager, having filters in vent system changed out. Physician also spoke to technicians about changing filters and cleaning humidifiers in surgical suite while cdm was at the office.